Event description:
It was reported that the right ventricular (rv) lead had chronically low impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: addrl1 implantable pulse generator 2006-(B)(6), 4068-52 implantable pacing lead (B)(6), (B)(4).